Event description:
A caller reported occlusion alarm. There was no adverse impact on the customer's blood glucose level as it did not exceed the threshold. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin usage. Since the occlusion issues were not frequent or recurring, additional assistance was deemed unnecessary.